Event description:
Kangaroo nasogastric feeding tube inserted by rn. Pt sent to interventional radiology for PICC line and feeding tube placement verification. Feeding tube found to be in right lung causing a pneumothorax requiring chest tube insertion.